Manufacturer narrative:
Patient information was not provided. Livanova deutschland manufactures the s5 roller pump. The incident occurred in (B)(6). The livanova field service representative who discovered the issue learned that the unit had been unused for several months. The touch screen was replaced to resolve the issue and subsequent functional verification testing was completed with no additional malfunctions. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the touch screen of an s5 roller pump became unresponsive during maintenance. This issue was discovered by a livanova field service representative during routine service. There was no patient involvement.